Event description:
Overdelivery reported: the pump was programmed to 250ml, over 1 hr on the secondary line. The drug came in a pre-filled 500ml fluid container. The pump infused the entire 500ml bag in 1 hr. There was no report of pt harm and adverse effect. The physician was notified, but no orders were rendered. No other info is available.